Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose 3 times a day before each meal. She takes 2 unspecified oral medications for diabetes. The reporter did not know what the names are of the medications or what dosages the patient takes. The reporter indicated that the alleged meter issue started in 2007. After the alleged meter issue began, the patient reportedly developed symptoms of feeling anxious and nauseated at an unspecified time. The patient did not take any actions related to diabetes treatment as a result of the alleged issue. Based on the symptoms, she could not tell if her blood glucose was high or low. She continued to take her medications for diabetes as prescribed and tried to eat normally. The reporter stated that if the patient knew her blood glucose was low, she would have eaten chocolate or drank orange juice to treat herself or prevent her blood glucose from getting too low. The following day at 11:00 pm, the patient received assistance from an emergency room (ER). The patient's blood glucose was tested on an unidentified ER/hospital meter and a result of "62 mg/dl" was obtained. The patient was treated with food and/or a beverage. She remained in the hospital for a few hours until her symptoms were relieved and her blood glucose was higher. The reported meter issue was not resolved with troubleshooting. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms, obtained a blood glucose result of less than 65 mg/dl in an ER, and received treatment suggestive for hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.